Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The patient was not in the room when the reported issue took place. The issue took place during draping. The procedure was aborted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 faulted. The staff power-cycled the system, but the issue remained. The intuitive technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse walked the caller through a hard power cycle of the system, but the issue remained. The tse explained to the surgeon that she could use the system as a three-arm setup if she wanted to continue. The caller stated that they would consider this option and the call ended. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was also tested on a patient fixture test platform (pftp) where it passed all related tests, however error 32056 was confirmed on node ac_3f. Once testing was completed, the instrument sterile adapter (isa) board was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the isa board was found to be the root cause of the reported event.